Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a bad downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. It was determined that the downstream occlusion sensor was not registering the cassette when attached. The most likely/suspected cause of the issue was the dso sensor was scratched and contaminated. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso seal, and the pump passed all functional tests and performed as intended after repair

Event description:
It was reported that the device's sensor is not sensing the cassette. The event occurred during preventative maintenance testing, and there was no patient involvement.